Event description:
It was reported to covidien (B)(6) 2012 that a customer had an issue with a feeding pump. The customer reports the battery caught fire and melted the battery door. The customer states, per inspecting the unit, it appears the wire caught fire. The customer reports the battery door and just above the battery door is charred brown.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.